Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection revealed that no outer abnormalities were noted. The sheath was leak tested, and the sheath passed all leak testing. Removal of the handle cap to inspect the internal components identified dried blood at the flush lumen location where the adhesive filet bonds the lumen to the valve hub. After attempting to clean the dried blood off, microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap that was filled with dried blood. An attempt to pressurize the flush line did not cause the area to leak, confirming the adhesive bonding was in conformance and did not leak, even though the surface of the polycarbonate joint was damaged. Inspection of the hemostatic valves did not identify any abnormalities. It is possible that the flush lumen could have contributed to the reported event during use, however, due to the lack of existing leak or air ingress noted during testing, the cause of the allegation could not be confirmed.

Event description:
It was reported that air bubbles were visualized. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inserting the farawave catheter into the proximal clear portion of the faradrive sheath, attempts to aspirate the faradrive sheath led to a continuous aspiration of air bubbles appearing in the side flush port of the sheath and aspiration syringe. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A conclusion has yet to be established as the investigation is incomplete.

Event description:
It was reported that air bubbles were visualized. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon inserting the farawave catheter into the proximal clear portion of the faradrive sheath, attempts to aspirate the faradrive sheath led to a continuous aspiration of air bubbles appearing in the side flush port of the sheath and aspiration syringe. The faradrive sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for laboratory analysis.